Manufacturer narrative:
This is initial MDR report being submitted with associated MFR# 2954740-2017-00118 additional procode: krd. (B)(4). The product will not be returned for analysis however a device history record review is currently being conducted and the results are not yet available. No conclusion is made at this time. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, during a neuro embolization procedure an enpower detachment control box (dcb00000500/f79655) was not functioning. The physician used two different enpower cables (unknown lot) to deploy an cashmere14 5mm x 12cm coil (src14051220/p11597) however none of them worked, so it was concluded that the enpower box was the problem. A pre-deployment electrical check was performed and the green system ready light illuminated. During the detachment cycle the light did not illuminate and the audible signal did not beep. Reportedly, all connections appeared to fit properly. The physician decided to retract the coil. There were no damages on the cashmere coil that was being detached. There were no adverse events reported and there were no delays in the procedure. It was initially reported that the complaint device is not available for return.

Manufacturer narrative:
This is final MDR report being submitted with associated MFR# 2954740-2017-00118. The cashmere coil was not returned for investigation, therefore, the root cause of the coil not detaching could not be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.